Event description:
Clinical trial: it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly calcified, long lesion extending from the mid to distal lad (left anterior descending) measuring 3.0x32mm with 100% stenosis. Target lesion one was treated with predilation and placement of two overlapping taxus liberte stents (2.5x20mm and 3.0x20mm) resulting in 0% residual stenosis. Balloon withdrawal resistance was reported with the 2.5x20mm taxus liberte stent delivery balloon. There were no reported patient complications and the patient was discharged two days post procedure on asa and plavix.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.